Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.